Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The apex push monorail 1.5x15 mm was being used to pre-dilate the lesion. The device was advanced to the target lesion. Upon the first inflation to 12 atms a balloon leak was noted and during this same inflation a balloon rupture occurred. The balloon catheter was withdrawn and the procedure was completed with another apex push monorail 1.5x15 mm. No patient complications or injuries were reported. The patient status is listed as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was severely kinked at 2.6cm distal to the strain relief. A detailed microscopic examination of the balloon found that a longitudinal tear was present along the balloon material. The tear was located at the proximal end of the center markerband and extended distally for a total length of approximately 5mm. An examination of the markerband identified no issues which could contribute to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The apex push monorail 1.5x15mm was being used to pre-dilate the lesion. The device was advanced to the target lesion. Upon the first inflation to 12 atms, a balloon leak was noted and during this same inflation a balloon rupture occurred. The balloon catheter was withdrawn and the procedure was completed with another apex push monorail 1.5x15mm. No pt complications or injuries were reported. The pt's status is listed as 'stable'.